Manufacturer narrative:
The reported high pacing lead impedance and connector anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high lead impedance with newly implanted lv lead was observed. The impedance was within normal range when measured with psa. The physician cleaned the lead twice and re-connected the lead but the issue persisted. Device was replaced and impedance was normal with the new device. The procedure was completed successfully without adverse consequence to the patient.